Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is atom medical. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while giving chemo to a patient, the sp set leaked from the spike set injection area. The customer reported 2 occurrences of the event. The following information was provided by the initial reporter, translated from japanese to english: "when giving a chemo to patient, leakage occurred from the injecting part of the spike set."

Manufacturer narrative:
Investigation: (1) the appearance of our actual product and the infusion bag we received was checked, but no abnormalities such as damage or molding defects were observed (2) when purified water was injected into the received infusion bag and our present product (spike set) was punctured into the rubber stopper, fluid leakage from the puncture site was observed therefore, after removing the spike set from the puncture site, when observing the puncture parts of the two infusion bag rubber stoppers with enlarged photographs, we confirmed a plurality of puncture holes (3) the spike set product inflowed air of 50kpa and it was checked whether there was an air leak in the water, and there was no leak from the two spike set product itself. (4) when another infusion bag (otsuka distilled water 500 ml, serial number 8a92n) was punctured with our present product, no leakage of the two liquids was found this event was not derived from our product, but was presumed to be due to the characteristics of the rubber stopper of the infusion container.

Event description:
It was reported that while giving chemo to a patient, the sp set leaked from the spike set injection area. The customer reported 2 occurrences of the event. The following information was provided by the initial reporter, translated from japanese to english: "when giving a chemo to paient, leakage occurred from the injectiing part of the spike set."